Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. The cartridge was reloaded resolving the issue. Customer's blood glucose level was between 144-145 mg/dl.